Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.8 failed.the customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) university.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the mini drawer 2.8 was failed. A field service engineer removed the back panel and manually released the row for drawer 2.8. Released the drawer from the front while pushing the mini engine from the rear; drawer opened despite minor resistance. Cleared the jammed medication vial, closed the drawer, and reset the manual lock. The system functioned as intended after the field service engineer repaired the device.